Event description:
It was reported an expired qwix 4.3 screw (of their consignment) has been implanted in patient on (B)(6). It was reported there was no medical device failure. The product remains implanted in the patient. Allegation of patient injury or death is indicated as "unknown." Additional information has been requested.

Manufacturer narrative:
The device will not be returned since it was implanted. Based on reported information, integra has initiated an investigation.